Manufacturer narrative:
Visual and functional inspections were performed on the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. A conclusive cause for the reported detachment could not be determined. Factors that may contribute to guide break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The guide detachment likely contributed to the entrapment of the device. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A guide separation occurred during the procedure. The distal guide was retrieved during the surgical intervention. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a right leg angioplasty interventional procedure with a 6f sheath. Reportedly, the device got stuck in the artery. A vascular surgeon was called to perform a cut down. A surgical patch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.